Event description:
The customer reported no boot-up of workstation; the system powered on but there was no display on the monitors. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated. The fuse battery, battery, and the external interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.